Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump appears to be functioning as expected. Customer has recently switched from using novolog insulin to humalog insulin. Reportedly, customer changes the infusion site to stabilize blood glucose levels.